Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported * flags on blood urea nitrogen (bun) patient results on their au5800 clinical chemistry analyzer. The flagged results were not reported out of the laboratory. There was no known change to patient treatment.